Event description:
During an initial implant procedure, it was not possible to extend the right ventricular (rv) helix. After the physician used force, the helix was able to extend. During an attempt to implant the rv lead, increased capture threshold and increased pacing impedance were observed on rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.